Event description:
Literature: dupoiron d, lefebvre-kuntz d, brenet o, de bourmont s, grelon f, dixmeria f, buisset n, lebrec n, bore f, monnin d. Refractory cancer pain and intrathecal infusion: experience of three cancer "management centers. Douleurs. 2011;12(3):140-146. Doi:1 0.1016/j.douler.2011.05.001." Summary: the authors studied 97 patients implanted from (B)(4). 2006 to (B)(4). 2010 with an intrathecal infusion system used to deliver pain medication for the treatment of cancer; they studied the effectiveness and assessed morbidity. The studied population "was 54% male and 46% female with an average age of 59.8 years." Reportable event: the authors reported complications linked to the technique of implantation, these included: three cases of positional hematoma requiring a reoperation; one case of catheter migration; one case of turning of the pump in its position; one case of non-explained dysfunction of the pump and five cases of pocket infection.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided is the average for all the patients. At this time, no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested.